Event description:
It was reported by the customer that on (B)(6) 2010, at 4,615 joules, there was excessive bleeding in the pt where the device was used. However, no pt injury was reported to have occurred. A device eval is pending.